Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The system controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of vertical white lines in the heartmate 3 system controller screen was confirmed during evaluation of the returned controller. The returned controller, serial number (B)(6), was connected to a test power module and vertical white lines were observed on the liquid crystal display (lcd) screen. The controller was opened and visually inspected at the component level to be physically unremarkable. The lcd screen was replaced, and the display issues resolved. The controller passed all other functional testing. The root cause of the reported event was determined to be due to an issue with the lcd screen; however, the root cause of the lcd damage was unable to be determined. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU rev. A, heartmate 3 patient handbook rev. C are currently available. Section 8 of the IFU, entitled ¿equipment storage and care¿, provides instruction on how to properly care for the equipment, including the system controller. Section 6 of the IFU, entitled ¿patient care and management¿, defines electrostatic discharge (esd), and advises the user to avoid activities that may increase the risk for esd to avoid possible damage to the system controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section e1: reporter postal code as originally reported (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there were two vertical lines on the system controller display. They planned to exchange the system controller at the next outpatient clinic visit. There were no health hazards as a result of the event.